Event description:
The customer states that a patient sample processed using a cell-dyn sapphire analyzer in autoloader mode generated falsely low hematology results for several measured parameters including wbc, rbc, hgb, hct and plt on the initial run. The sample was repeated twice in open mode, yielding higher results that were reproducible. No adverse outcomes were reported related to this issue.

Manufacturer narrative:
(B)(4). A typographical error in the previously submitted follow-up report investigation was corrected. The acronym vc was corrected to cv (coefficient of variation).

Manufacturer narrative:
(B) (4) this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The customer technical advocate (cta) contacted the customer and was informed that the dilution cup was not cleaned; the customer cleaned the dilution cups, flushed the hgb pathway from the normally open pinch valve 235 through the hgb flow cell to the dilution cup and the normally open pinch valve 237 to the waste. The customer ran ten (10) samples in open mode and again in autoloader mode; no bias discernible results between open and autoloader modes. The customer reported that closed mode results, and total vcs for all parameters were within specifications. The issue may have been caused by debris in the dilution cups. No further assistance was required. The issue is addressed in product labeling. A non-statistical trend (nst) review was performed for complaint documentation and no nst was identified during the searched period. Based on the investigation, no product issue was identified for the cell-dyn sapphire in regards to the reported event.